Event description:
Pak et al. "Indium-111 diethylene-triamine-pentaacetic acid scintigraphy in the evaluation of function and patency of baclofen intrathecal infusion systems." Neurosurg. Focus / volume 23 / july, 2007. The study describes the results of retrospective review of ten scintigraphic studies (in-111 dtpa) in eight patients. The patients were being treated with baclofen infusion systems for severe spasticity. All patients were experiencing a lack of improvement of symptoms or symptoms worsening after initial response to therapy. A number of patients responded to dose increased but a number of device related complications were noted. Case 4: a male patient experienced a lack of improvement of symptoms with the intrathecal baclofen infusion system or symptoms worsened after initial response to therapy. The patient responded well to the initial treatment of increased dosage. After 18 months another study revealed a loss of pump activity. Surgery found an obstructed catheter and the catheter was replaced. The patients symptoms improved.